Manufacturer narrative:
Additional information was received and noted the following: echocardiography verified device placement, the interventions were successful, and the impella device is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
66-year-old-male who originally presented to hospital with complaint of chest pain x 3 weeks. Pt was taken to the cath lab and had his lad stented. While preparing for discharge from the hospital, pt went asystole with successful return of spontaneous circulation after acls. Patient sent to temple for escalation of care. Right axillary impella 5.5 placed. Right femoral femstop removed. (B)(6) 2025 for on pump coronary artery bypass surgery. Required 1 unit of packed red blood cells due to hemolysis. (B)(6) 2025 impella 5.5 weaned without incident. Clinical symptoms, cardiac arrest, most likely due to pci and stenting in cath lab. Anemia could be attributed to impella pump placement or hemolysis but could also be post CABG procedure so difficult to attribute this to the pump. Patient experienced placement signal issues. Impella position unknown alarm occurred overnight and self-resolved. This was likely due to low native heart pulsatility. Per the IFU: "when a patient has poor native ventricular function, the placement signal may remain pulsatile; however, the amplitude will be dampened and both the minimum and maximum values will be greater than zero because the aortic valve does not open and the impella 5.5 with smartassist catheter raises the aortic blood pressure above the ventricular pressure during systole. In a situation of low native heart pulsatility, the automated impella controller may not be able to determine the catheter position.